Event description:
Reportedly, the problem with the subject programmer is that it no longer saves patient files and it operates very slowly.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190226 - file-2018-01117 - analysis_and_closure_report_resp-2019-00286 .pdf].

Event description:
Reportedly, the problem with the subject programmer is that it no longer saves patient files and it operates very slowly.

Manufacturer narrative:
Preliminary analysis revealed that the most likely root cause of the reported event is a corruption of hard disk's file system.

Event description:
Reportedly, the problem with the subject programmer is that it no longer saves patient files and it operates very slowly.